Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece broke off from reservoir compartment and reservoir was not secured in compartment . Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratches on lcd window.